Event description:
Philips received a complaint by the customer on the v60 indicating that the rs232 cable was not connected. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the rs232 cable was not connected. It was stated that the rs232 cable was not reattached after epic testing. The biomed then reattached the rs232 cable to the unit so that the unit can be connected to cerner box until epic integration. The device was returned to service after. The biomed reattached the rs232 cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The issue was determined to be a malfunction. The reported issue of the rs232 cable not being attached was confirmed via visual inspection. The cause of the malfunction was the customer not reattaching the rs232 cable after epic testing.